Event description:
This case was reported by a consumer and described the occurrence of inability to conceive in patient who received polident (aquafresh aquablast toothbrush cleaner) for oral hygiene. The patient originally called with a product availabilty question. A physician or other health care professional has not verified this report. The patient's past medical history included asthma, chest pain, dental problems and angina. Concurrent medications included an unspecified prenatal vitamin and aquafresh aquablast retainer cleaner. In 2004 the patient started polident (oral), at an unknown time after starting polident, the patient experienced an inability to conceive. The patient indicated that both they and their spouse are in good physical health and that they both have had fertility tests done and both are normal. The patient reported that they had 5 miscarriages prior to starting polident in 2003. This case was assessed as medically serious by gsk. Treatment with polident was continued. The outcome of the event is unknown.